Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient faced an event of misshaped packaging of with an infusion set on (B)(6) 2024. Packaging was not sealed properly, misshaped and not intact. No further information was available.